Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon was ruptured in the distal section. The patient was undergoing cerebral angiography. It was noted the patient's vessel tortuosity was normal. It was reported that after opening the package, the catheter tip was found to be ruptured. The catheter was intact. There was no friction or difficulty during delivery. Aside from rupture, there was no other damage to the catheter. When the package was opened, it was immediately observed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 0.014 guidewire.

Manufacturer narrative:
H3: an echelon-10 micro catheter was returned for analysis. The echelon-10 total length was measured to be ~155.8cm. The echelon-10 useable length was measured to be ~148.1cm which is within specification. Upon visual examination, no issues were found with the ec helon-10 hub. The catheter body was found to be kinked at ~111.4cm from distal tip. The distal marker band was found to be flattened. Upon further inspection there appeared to be a puncture at proximal end of distal marker band. The distal tip was noted to be pre -shaped. No other anomalies were observed. The echelon-10 micro catheter was flushed, water exited from puncture and distal tip. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture with angio¿ was unable to be confirmed no rupture was found with echelon micro-catheter. Based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was confirmed. In this event, user error possibly contributed to the event as it is possible the echelon-10 micro catheter tip was stuck within the tip protector when removed and damaged the distal tip. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the damage was unknown, but after opening the package, it was discovered that the tip of the microcatheter was cracked. There was no damage or evidence of tampering to device packaging.